Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating stress was exerted. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to excess stress on the pump bulb to eventually separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no abnormalities were noted during production. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump stopped working and no longer worked.